Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femur fractured and 4 control cables had to be used.

Manufacturer narrative:
(B)(4). Investigation summary: complaint description: it was reported that the femur fractured and 4 control cables had to be used. Proposed solution :due to the booking been pushed through late the sales rep should have confirmed with the warehouse guys regarding the delivery time before committing 17:00 to the doctor. There is no information to suggest that the femoral fracture was in any way attributed to the product. The surgeon had deemed a size 17 as the correct size for the patient. From the information reviewed it was noted that it was unlikely that a manufacturing defect was present. The complaint shall be closed with a user error root cause. No corrective action is required. The occurrence shall be put monitored through our companies post market surveillance system for future trends. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the femur fractured and 4 control cables had to be used.